Event description:
The customer reported getting sensor alarms. Advised the caller to calibrate three for four times daily and thirty minutes before meals, before any insulin, and only when his blood glucose is stable. The customer stated that he does not set the time when to eat during the day. Advised him that he can move his calibration to one hour after the meals. He stated that he experienced lows and he usually wakes up in the hospital the next morning. Attempted to contact the customer to gather more information about the hospital information mentioned, but someone answered and then disconnected. Called back and the phone kept ringing. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.